Event description:
Complainant alleged that the medics monitored a 39 year old male patient in lead 2 for two hours, when the device screen stopped displaying the patient's ECG rhythm, and the screen displayed a "no ECG input" message ("or something like that"). The medic then changed the electrodes, but the device continued to display the error message. The medic then changed to multi-function electrodes, but the device still did not display the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.